Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a stained picture. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported malfunction was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the charged coupled device is broken. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device is broken and therefore noise on the image occurs. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had a stained picture. There was no patient involvement.